Event description:
Chair occupant was exiting the chair and forgot there was a pull out step present and extended. They fell. This was a visitor who reports that they did the same thing about 2 weeks prior and di not report because they were no injured. Individual sustained a broken pelvis. He did not require surgery, but did require more extensive follow up care. He was discharged to a rehab facility. He also sustained a skin tear on his elbow.